Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose level. The customer's blood glucose level of the customer was over 300 mg/dl, then it went over the 400 mg/dl and then dropped down to the 240 mg/dl. The high blood glucose level of the customer was treated with the manual injections. The insulin pump will not be returned for the analysis.